Event description:
Police dept informed distributor's office that a baby on their ventilator had died. Dist went out & verified the reliability of the ventilator for the detectives. After concluding the investigation it was determined that the baby died of natural causes. There was no problem with the ventilator.